Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and a loss of consciousness; however, they were able to self-treat with an unspecified injection after regaining consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The freestyle libre 3 app complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported replace sensor error message appeared on the app due to which they were unable to monitor glucose readings. Attempted to replicate the user¿s complaint using similar configurations of samsung galaxy note 8 with android 9 for app version 3.5.1.10363 and the user complaint could not be replicated. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A "replace sensor" error message was reported with the adc device in use with samsung galaxy, os android 9, version 3.5.1.10363. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and a loss of consciousness; however, they were able to self-treat with an unspecified injection after regaining consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.